Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device implant procedure, upon positioning of the lead in the apex, noise was observed. Upon measurements performed, various measurements could not be carried out. Exchanging cables and keeping the device from other programmers, rebooting the programmer did not resolve the issue. The source of the noise was unknown. Physician used a new lead and no noise was observed. Previous lead was explanted and a new lead was implanted. New lead was tested with same cable and no noise was observed. Patient was stable.